Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pacing impedance started to increase in two vectors several months ago. The physician is satisfied with the impedances and no changes were made. The lv lead remains in use. No patient complications have been reported as a result of this event.